Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's home monitoring equipment detected an out-of-range low shock impedance for this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead system. No additional information obtained. The system remains in service. No adverse patient effects were reported.